Event description:
It was reported that during a revision/explant surgery the surgeon experienced difficulty removing 2.7mm variable angle locking screws from a 2.7mm variable angle distal tibia plate. The surgeon attempted to use an unknown instrument from a screw removal set to remove the screws but the screws would not back out and the heads of the screw began to fall apart. Seven screws became stripped during the removal process. The surgeon then used a burr to cut the heads off the screws off and was then able to remove the plate. There was an approximate surgical delay of 40 minutes due to the complaint event. There is no information regarding why the patient underwent the revision/explant surgery. This report is for one, unknown extraction instrument. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unknown. Event date is unknown. This report is for one, unknown extraction instrument. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.